Manufacturer narrative:
The investigation did not identify a product issue. The barcode was retained and has been investigated. The root cause is a barcode that has insufficient quality. The barcode resolution does not match the resolution of the barcode printer.

Event description:
There was an allegation of a misreading of a sample barcode when using the hamilton star compl. With accessories pooler. It was observed that the sample ID (B)(6) was incorrectly read as (B)(6) during the pp96 repeat run. The same sample was correctly read during the original pp96 run. The sample was read multiple times using the hamilton cegd20122-h8 associated handheld scanner sick idm 140-21p06 (B)(6). The sample was predominantly read incorrectly. For comparison, the sample was also read with a department-internal handheld scanner, which consistently read the sample correctly.

Manufacturer narrative:
The hamilton star compl. With accessories is an instrument used with the cobas® 6800/8800 systems for automated pipetting and pooling of aliquots of multiple primary samples into one pooled sample. Investigation is ongoing.